Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
While performing a cannula insertion on a pediatric patient, the nurse successfully inserted the cannula and began administering fluids. However, fluid leakage was observed. Upon removing the cannula, fluid overflow was noted at the connection point between the cannula and the catheter adapter. A replacement cannula was inserted for the patient.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review(lot#5111372): 1)this batch of products were assembled at intima ii auto line 2 in may, 2025, and packaged at r240 package line in may, 2025. Batch size is (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the catheter. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out,and the state of the catheter damaged is unidentifiable, so the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.